Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened after deployment requiring an additional clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. After deployment of the first mitraclip, the clip opened approximately 20 degrees. A second clip was implanted to stabilize the first clip, reducing mr to 2. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and a cause for the reported unintended movement of clip opening while locked could not be determined. The additional therapy/non-surgical treatment was a result of case-specific circumstances as an additional clip was deployed to stabilize the first clip. There is no indication of a product issue with respect to manufacture, design, or labeling.